Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6)) revealed led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was their recharger is not charging. Patient states recharger has been on the dock for a day and the green light is solid on the back of the dock and the recharger lights are scrolling. Patient spoke to company representative today and they went over a few things that might reset it but it is not working. An email was sent to the repair department to replace the device.